Manufacturer narrative:
Vyaire complaint #: (B)(4). Results of investigation: a field service representative is able to verify the customer's reported issue. The adjust needle valve was replaced. Patient circuit calibration and vent performance checks were run and met vyaire manufacturer specifications.

Event description:
The customer reported that the 3100 b ventilator is not developing as much pressure as it should issue. The customer reported that there was no patient involvement that was associated with the reported event.